Event description:
The pt was implanted with a siltex saline mammary prosthesis on 9/2/98. Subsequently, the pt experienced an infection and exposure of the implant. The device was removed on 10/2/98.